Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The patients clinic was notified that the patient's right ventricular (rv) lead had triggered an alert for superior vena cava (svc) defibrillation coil impedance out of range/high. Follow up was conducted and the allied health professional (ahp) at the account was able to verify that the patient was seen in-office and reprogramming was completed with the svc coil being programmed "off." The lead remains in use. No patient complications have been reported as a result of this event.